Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The device history record was reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. Investigation summary: as a result of the investigation performed the complaint is confirmed. Based on the returned stent graft delivery system, the alleged failure could be confirmed. The stent graft was found to be partially released. The outer sheath was found to be elongated, which indicated that a high deployment force was present during the deployment attempt. The reported application represents an off label use of the device. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." In addition, the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.

Event description:
It was reported that during a stent graft deployment procedure to treat an aneurysm in the common femoral, the vascular stent graft allegedly partially deployed from the delivery system. The delivery system was reportedly removed without incident. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure, the vascular stent graft allegedly partially deployed from the delivery system. The delivery system was reportedly removed without incident. There was no reported patient injury.